Event description:
The following has been reported: biomed reported: alerting service needed. There was no patient harm involved. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure (valve 1). Upon return, the device started up in state1 error. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed, valve 1 ok. Performed hardware test and unit failed for valve 2 leak failure. The tank body is damaged on p+ side causing the leak failure. The tank body will be removed and replaced during repair process before being sent to the test line for full functional testing.